Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction from a product investigation. The following section of this report has been updated: b4, g3, g6, h2, and h6 type of investigation, investigation findings and investigation conclusions. The following sections of this reported have been corrected h.6 device code (from to 1077 and 2993 to 1270 and 2921). The complaints for ''post-implantation - increased gradients'' and ''post-implantation - leaflet motion restricted-in patient'' were confirmed from the medical record. A review of DHR, lot history, and complaint history did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, ''approximately 4 years and 1 month post transvenous tmvr procedure with a 26mm sapien 3 valve in a preexisting surgical valve in the mitral position, the frame appears under expanded. Per the fcs, medical center of the rockies is looking at this case for a thv in thv intervention for increased gradients''. Additionally, per the medical record, 24-feb-2023 tte showed mean gradient increased to 14mmhg and restricted leaflet motion. Leaflet motion restriction develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration such as calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Based on the medical record the patient had history of renal disease. It is well known that patients with chronic renal disease are predisposed to bioprosthetic heart valve calcification, which can result in restricted leaflet motion. However, it was reported that the leaflets were not calcified; therefore, it cannot be confirmed as a potential root cause. It was reported that the valve was under-expanded, which could impact leaflet functionality leading to restricted leaflet motion. As such, available information suggests procedural factors (under-expanded valve) may have contributed to the reported restricted leaflet motion. If gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, the incompletely expanded thv would cause a reduction in the effective orifice area, which can obstruct the blood blow across the valve. Furthermore, restricted leaflet motion was also reported. If the valve orifice is narrowed, the pressure on the front of the valve can build up as blood is being forced through the narrow opening. This will in turn create a larger pressure difference between the front and back of the valve, resulting in elevated gradients. As such, available information suggests that patient factors (leaflet motion restricted) and/or procedural factors (under-expanded valve) may have contributed to the reported increased gradients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs) approximately 4 years and 1 month post transvenous tmvr procedure with a 26mm sapien 3 valve in a preexisting surgical valve in the mitral position, the frame appears under expanded. Per the fcs, medical center of the rockies is looking at this case for a thv in thv intervention for increased gradients. Per the fcs, the site believes the valve should have been fully expanded and it appears to not be. The fcs noted likely the wrong size valve was chosen for the patient or they should have performed bvf to ensure full expansion. The perceived root cause of the increased gradient is under expansion of the thv - inflow and mid-frame of the 26 mm valve is 22 mm because it is constrained by the sewing ring of the mitral valve.

Event description:
Per medical record review, per 2/24/23 tte, there is severe mv prosthetic stenosis, mean inflow gradient of 14mmhg, valve area 1.00 cm2 with restricted leaflet motion and trace prosthetic mr. Per md, it is ''unclear if valve failure currently due to endocarditis or from degeneration from calcification in setting of esrd.'' Plan for valve in valve in valve tmvr. There is no allegation an edwards device caused or contributed to the endocarditis. It should be noted that the patient was believed to have a line infection with gbs, cons and enterococcus culture on tip of the catheter. He was septic but did not have a tee for confirmation (date of incidence not provided). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Per fcs, the patient was treated on 3/30/23 with a sapien 3 ultra 23 mm thv in thv in mosaic. Pre-implant gradient was 14.6 mm hg - the valve leaflets were not calcified - this appears to be inappropriate valve sizing at the time of the thv in mitral index procedure in 2019 as the 26mm sapien 3 valve was under expanded at the inflow and mid-frame. This was not a device malfunction or failure due to deficiencies.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information and correction from medical record review and provided through the field clinical specialist. The following sections of this report have been updated: b.4, b.5, b.7, g.3, g.6, h.2, h.6 impact code and clinical code. The following sections of this report have been corrected: h.6 device code (from 1270 to 1077 and 2993). The investigation is ongoing.